Event description:
It was reported by remote transmission the implantable cardiac monitor had episodes of under sensing. Implantable cardiac monitor is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).